Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 24 position on (B)(6) 2017. Ten days later after the implantation, the practitioner has found that the implant failed to integrate. The implant has followed the complete manufacturing cycle, has been verified at each stage of production, and has been submitted to a final release before provision of the device on the market, which ultimately guarantees its conformity. The implant has been evaluated through a biological risk assessment which concludes that its toxicological profile is acceptable. The implant loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
Implant fails to osseointegrate.